Event description:
Cook 2.4mm cold forceps were placed down endoscope during a procedure. Forceps would not close after opening for biopsy. Had to remove scope with forceps open. Cut end off with wire cutter to remove them from scope.